Event description:
During evaluation at bench repair, it was identified that the device speaker was not producing audio or a beep. The device was not in use on a patient at the time of the event. The philips authorized repair facility technician replaced the speaker and the device passed functional testing.